Manufacturer narrative:
Medtronic received the following information from the journal article entitled; homemade fenestrated stent-grafts for complete endovascular repair of aortic arch dissections ludovic canaud, baris ata ozdemir, chassin-trubert, julien sfeir, pierre alric and thomas gandet journal of endovascular therapy 2019 26(5) https://doi.org/10.1177/1526602819858578. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for the thoracic endovascular aneurysm repair of aortic arch dissections. Serious injury: stroke retrograde type a dissection secondary intervention partial occlusion of lcca.